Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the buttons are damaged and restricted handling of the pump is a possible implication. As a result, moisture may enter the pump and damage the electronics. The down button is permanently active due to an external mechanical damage. Additionally to the permanently activated down button, the other buttons do not respond to commands.

Event description:
Reporter stated the "ok" button on the infusion device is defective. The infusion device will be sent to the manufacturer for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluation is in progress.